Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter does not turn on. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2012. In addition to oral medication (type and dose unspecified), the patient stated she also manages her diabetes with diet and/or exercise. According to the csr's documentation, the patient reportedly did not take any action in response to the alleged power issue and subsequently, the patient reportedly developed a symptom of sweating at an unknown date/time later. The patient, however, denied receiving any form of medical intervention/treatment after the alleged power issue occurred. During troubleshooting, the csr noted that the alleged power issue was a result of the patient's misuse of the lfs product. The patient informed the csr that she had "dropped the meter and stepped on it." The patient also informed the csr that the subject meter has since been discarded. A replacement meter was sent to the patient. Although it was noted that the alleged issue was a result of the patient's misuse of the lfs product, this complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury after the reported power issue occurred.

Manufacturer narrative:
(Serial #) information was not provided. Test strip lot #: not provided.

Manufacturer narrative:
The 510(k) # is k061118.